Event description:
Medtronic received information that 1 year and 1 month post implant of this 14mm pulmonary valved conduit in a (B)(6) pediatric patient, it was explanted and replaced with a 14mm conduit of the same model. The reason for replacement was reported to be dilation of the conduit due to a distal obstruction. It was mentioned that there was dense fibrous reaction at the pulmonary artery confluence. It was stated that this was fully dissected. It was noted that a transesophageal echocardiogram performed after replacement of the conduit showed a gradient of approximately 20 to 25mmhg in the proximal right pulmonary artery. No additional adverse patient effects were reported.

Manufacturer narrative:
No product was returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.